Event description:
Healthcare professional reported "detached capsule", "hardness", "swelling", "heat" "burning sensation", "pressure-like pain", "elephant sitting on my chest", "needle-like pokes, and stabbing pains", "sharp pains occur once or twice daily", "needle-like sensations occur 4-5 times daily" and "intermittent sharp pains". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.